Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded by the hospital staff. The reported clinical observation is unable to be confirmed. A definitive root cause cannot be determined at this time. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a non-vented luer cap was supposed to be attached to the cannula, but there was a vent hole on the luer cap and this led to large amount of blood leakage during cardiovascular surgery. Reportedly, a large amount of blood was leaked from the luer cap of the cannula during use of a cardiopulmonary bypass and blood transfusion was necessary due to the blood leakage. The cap was exchanged to the non-vented luer cap without replacing the cannula and operation was continued. The operation itself was succeeded and the patient was moved back to the ICU. The device was discarded at the hospital due to the infection. Photos of the device are attached. Through follow-up, additional information was obtained that leakage occurred some time after pump was started. The pressure did not rise although the heart lung machine was started. Therefore the customer checked the operative field and noticed a blood was pooling in the operative field. Since the towels were covering the areas of connector, the customer was unable to identify the point of leakage and therefore blood infusion was performed. After that, the customer noticed the leakage was from the connector of the side port. It seemed like the vent cap which was supposed to be attached to the dilator was attached to the side port of the cannula instead.

Manufacturer narrative:
Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event.